Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessels were reported to be non-tortuous and non-calcified. Aneurysm morphology is unk. It was reported that an aortic cuff was inserted in the iliac artery and was inadvertently deployed at an unintended location inside the ipsilateral limb of the bifurcated stent graft. Another cuff was successfully used to cover the intended location. No additional clinical sequelae were reported and the pt is reported to be fine.